Event description:
On (B)(6) 2007, pt underwent elective left eye cataract removal and lens replacement. During the phaco removal of the cataract, the starr phaco emulsifier possibly malfunctioned. The irrigation and aspiration handpiece had entrapped the capsule and would not release. The pt experienced a capsular tear with no vitreous loss. Vitrectomy was not necessary.